Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had air leak issue. There was patient involvement but no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, conclusion), h11. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) displayed an air in line alarm. There was patient involvement; however, no injury or harm occurred. The unit was swapped out with another. A getinge field service engineer (fse) inspected the reported unit and was able to successfully perform an autofill without triggering any alarms. The fse allowed the device to run for one hour, and the alarm could not be replicated. The unit passed all functional and safety tests in accordance with the manufacturer¿s specifications and was returned to the customer for clinical use.

Event description:
N/a.